Manufacturer narrative:
The lead was successfully repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was admitted for a non device related procedure at which time high pacing threshold measurements and poor sensing were observed on this right ventricular (rv) lead. It was found that the lead had become dislodged. All other measurements were stable and within normal limits. A lead revision was performed and successfully repositioned the lead. There were no adverse patient effects reported.